Event description:
As reported, the patient had an initial tka on (B)(6) 2014. The patient was revised on (B)(6) 2022 due to unknown reasons. No other information reported.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 2323787 200-02-32 - three peg patella 32mm; 2416222 204-04-44 - trapezoid tibial tray sz 4f/4t; 2891294 02-010-01-0340 - logic femoral ps cem right sz 4; 33039 203-96-01 - (11-2222) saw blade new stryk (.050); 43326 203-96-03 - (11-2216) saw blade new stryker (.050). Recall: z-0021-2022.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
Additional information received via legal filing- approximately 7 years, 6 months after initial implant, the patient underwent right knee revision surgery due to accelerated and preventable wear of the optetrak logic ps polyethylene tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. F6 &f8 is na- this is a manufacturer's report.

Manufacturer narrative:
1038671-2024-04433 a2: added information: date of birth b1: corrected the following: type of report (check all that apply) d1: corrected the following: brand name d6a: corrected the following: if implanted, give date d10: (B)(6) 200-02-32 - three peg patella 32mm (B)(6) 204-04-44 - trapezoid tibial tray sz 4f/4t (B)(6) 02-010-01-0340 - logic femoral ps cem right sz 4 (B)(6) 203-96-01 - (11-2222) saw blade new stryk (.050) (B)(6) 203-96-03 - (11-2216) saw blade new stryker (.050). G1: corrected the following: reporting contact first name, reporting contact last name h6: corrected the following: health effect - clinical code, impact code, medical device problem code, component code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and disassembly of the screw hole caps from the tibial tray. An additional factor to the revision surgery may have been inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.